Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "due to loosening and subsequent migration of the acetabular shell the patient was brought to surgery and the acetabular shell along with the liner and metal head were replaced."